Manufacturer narrative:
The complaint is confirmed. An evaluation was performed and found the lower jaw is broken off. The broken lower jaw piece was not returned for evaluation. Also during the evaluation, it was found that the suture passer trigger does not function smoothly (roughness observed) when jaw and/or needle lever engaged. The internal parts require lubrication. The service history was reviewed, and no prior data was found. As this is a purchased finished device, a DHR could not be conducted. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted, and retained in receiving inspection. A two-year review of complaint history revealed there has been a total of 45 complaints, regarding 45 devices, for this device family and failure mode. (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions. Properly. There should be no loose, broken or misaligned parts. If the suture passer trigger mechanism binds, lubrication of moving parts can be performed with a "steam penetrable medical grade" lubricant in accordance with lubricant manufacturer's instructions before sterilization. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item smi-02ap, serial # (B)(4). The issue occurred during a meniscus root suture procedure on (B)(6) 2019. It is indicated that there was no reported impact or injury to the patient and the procedure was successfully completed using another spectrum with a 10 minute delay. Additional information obtained clarified that approximately half way through the procedure, when the surgeon grabbed the tissue with the autopass, the lower jaw came off. The lower jaw broke at the junction of the lower and upper pieces of the spectrum autopass suture passer. The lower jaw fell into the patient. All pieces were removed from the patient as confirmed by x-ray. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.